Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lens was broken, metal chip was exposed, there was a hole in the cable, and there was water ingress. No image resulted due to these factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lens is broken with metal on top coming out and image did not appear with hd autoclavable camera head. There was no report of patient harm associated with this event. The customer was unable to provide additional information regarding the event. This report is being submitted for the image issue.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image would not appear was not confirmed. The allegation of lens being broken with metal on top coming out was confirmed, due to a damaged coupler. In addition, the subject device failed a leak test due to puncture on cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.